Event description:
It was reported the patient underwent an ¿attempted trial.¿ it was noted the physician could ¿not get it in there.¿ it was clarified that the physician was unable to place the trial lead. It was unknown if they would attempt another trial.

Manufacturer narrative:
(B)(4).